Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and verified the reported issue. A replacement device will be sent to the customer. Initial reporter email address and phone number were not provided and are therefore, left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. The customer has been provided with a replacement device. Correction section d9, returned to manufacturer on, of the initial medwatch report #0003015876-2022-00301 indicates: 02/07/2022 section d9, returned to manufacturer on, of the initial medwatch report #0003015876-2022-00301 should indicate: blank section h10, additional mfg narrative, of the initial medwatch report #0003015876-2022-00301 indicates: stryker completed an initial evaluation of the customer's device and verified the reported issue. Section h10, additional mfg narrative, of the initial medwatch report #0003015876-2022-00301 should indicate: the device was not returned to stryker for evaluation. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device would not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported with the event.